Event description:
Patient later reported silicone poisoning they have been experiencing severe pain and swollen arm. Patient also said in 2020 one night it bursted and then had another MRI scan. Patient reports "silicone in my vain" and "looks like it is in their lymph nodes". Patient also reported constipation but that has been deemed not device related.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "that their natrelle implants need to be removed and replaced". This relates to right side. Device status unknown. Healthcare professional later reported "a rupture of the right implant was confirmed via MRI". The device remains implanted.